Manufacturer narrative:
Based on the claim against the product by the customer noting broken front tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.054¿ x 0.083¿ was not returned with the instrument. Common causes of this failure mode are typically attributed to mishandling /misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The complaint regarding broken front tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis investigations confirmed a missing piece from the permanent cautery hook instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the permanent cautery hook (pch) instrument was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that arcing was not observed and there was no broken/loose black wire. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside of the patient. Another instrument was used to complete the procedure. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.